Event description:
Customer reported the system has multiple errors and will not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and boot disk. System operates as intended.